Event description:
Event description cpi received information that because of bad sensing, this endotak transvenous defibrillation lead (0074)'s rate sensing portion was capped. A (0125) lead was implanted.